Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode after the 5th day on the device. Every time she announces a usual meal, the delivery is too aggressive and brings blood glucose (bg) down. She reached a low of 39 mg/dl bg. The user corrected with soda and juice and was shaky and sweaty during the episode. The user was out of range for 30 minutes and did not require any further intervention. The user was educated on the device's adaptive period and best practices.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.